Event description:
The customer was at the hosp for dialysis and used the device to check the blood glucose and the reading was 178 mg/dl. Customer had symptoms of hypoglycemia and passed out. The hosp checked the glucose and the level was 43 mg/dl. Customer was given an oral liquid and observed. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.